Event description:
Received a medwatch user facility report from director of nursing. Clinic reportes that a kink was noted on the arterial line post pump segment upon attempting to return pt at the end of treatment. This was the 4th use of the bloodline. The blood specimen revealed hemolysis. The pt's physician was called, as the pt was hypertensive although otherwise asymptomatic. The pt was treated for hypertension and released. The next day the pt complained of severe nausea and vomiting. He went to the hosp. Blood was drawn and did not show hemolysis, but he was admitted for observation. The bloodline has been saved and is available for evaluation. Clinic was contacted regarding return of sample for evaluation.